Manufacturer narrative:
The events of "seroma, swelling,¿ and ¿capsular contracture¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿chronic pain,¿ ¿seroma, swelling,¿ ¿capsular contracture,¿ baker grade unknown, ¿heat sensation,¿ ¿anxiety¿ and ¿increased risk of developing bia-alcl.¿

Event description:
Patient representative reported patient experienced ¿chronic pain,¿ ¿seroma, swelling,¿ ¿capsular contracture,¿ baker grade unknown, ¿heat sensation,¿ ¿anxiety¿ and ¿increased risk of developing bia-alcl.¿ patient representative also reported patient experienced ¿disfigurement,¿ ¿suffered personal injuries and related damages,¿ ¿significant weight gain, chronic gastrointestinal reflux,¿ ¿depression,¿ ¿chronic headaches¿ and ¿nausea on an ongoing basises;¿ these events are not related to the device. Device remains implanted. This record is for an unknown side.